Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the ins was replaced on (B)(6) 2019. The facility disposed of the ins. There was not a malfunction with the ins, it was within normal limits and was at eol. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient ins was interrogated, and the patient is being scheduled for a replacement. The cause of the loss of stimulation was due to end of life of the battery. The patient will be receiving a new ins once their insurance clears. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported a power on reset (por) was observed. Therapy has stopped due to the por. The patient reported she flew on an airplane, and then found that her stimulation stopped and checked her device and it said end of service (eos). The patient was at airport when eos code was found, but it could be due to age of her battery. The patient did walk through security gates with stimulation turned on, but not sure if this is related or not. The patient reported this was first observed (B)(6) 2019. The por was not related to an overdischarge event. The meaning of the code was reviewed and the patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.